Manufacturer narrative:
Patient specifics with regard to gender, age and weight were not provided by the doctor. The doctor could not recalled patient or incident details. The doctor either retro fitted the cores to the crowns and was able to seat them or he had to re-do the core, impression, had the crown re-made, and cemented the crown. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations could be conducted.

Event description:
A doctor alleged that cores had broken for six (6) patients after placement with the build it fr material. This is the fifth of six (6) reports.